Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported no further troubleshooting was performed beyond calling technical support. The hcp stated technical support advised her that nothing more could be done except re-interrogating the pump to look for a stall recovery. The hcp confirmed that the motor stall occurred at about 6:20 am, and the pump logs indicated that the stall recovered at 12:57 pm on the same day. The hcp stated the stall was considered resolved, and no further actions/interventions were taken.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a consumer receiving baclofen [2000 mcg/ml] at a rate of 520.9 mcg/day via intrathecal drug delivery pump for intractable spasticity and head/brain injury. It was reported that a motor stall was seen at initial interrogation and the patient recently had an MRI. The MRI wasn't done due to a suspected problem with the device or therapy. There hasn't been a recovery and it has been greater than 2 hours since the patient exited the MRI field. The pump stalled at 6:19 and last interrogated at 12:52. There were no reported symptoms and no further complications reported/anticipated.